Manufacturer narrative:
An event regarding a fracture involving a bone screw was reported. The event was confirmed by the clinician. Method and results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided x-ray by a clinical consultant indicated:provided intra op x-ray showed a broken screw. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, patient demographics, histopathology reports, serial x-rays and office/clinical notes along with the return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the screw broke in half during insertion.